Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04935. It was reported that pocket stimulation in the ER was observed. The lv lead was dislodged due to patient twiddling. During lead revision on (B)(6) 2019, it was noticed that the rv lead had abrasion due to pocket twiddling also. The lv lead was explanted and replaced. The rv lead was plugged into atrial port rather than cap and a new rv lead was added. The patient condition was stable.